Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2003, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products. Associated MDR #'s 1225714-2013-01815and 1225714-2013-01816.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers are 1225714-2013-01815 and 1225714-2013-01816. Additional info has been requested and will be submitted upon receipt accordingly.